Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead and a pinch on tool attached to the connector with the helix extended. The connector pin is bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the low voltage pacing lead had unstable thresholds/no thresholds. The lead was attempted but not used. No patient complications have been reported as a result of this event.